Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the cannula was missing. The customer¿s blood glucose was 88 mg/dl at the time of incident. Customer stated that the sensor was missing a cannula after it was inserted. Customer also reported that the insulin pump had a sensor signal not found alarm. The sensor is being replaced and is not expected to return for analysis.